Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with sensor and high blood glucose. Customer inserted a new sensor and it has been giving her issues. The sensor alarmed change sensor and sensor error. Customer turned off sensor overnight and then it worked fine in the morning. Customer reported that sensor started alerting her of low blood glucose and threshold suspend. She took he blood glucose and it was 495mg/dl, then she calibrated took her blood glucose a few hours later and it was 197mg/dl. She attempted to calibrate another time and received a calibration error and change sensor alert. The customer's current blood glucose was 495mg/dl and sensor glucose was 40mg/dl. The customer treated high blood glucose with insulin pump. Customer stated she noticed bent cannulas on previous sensor. Customer stated the alarm occurred during initialization and assisted with clearing the alert. Advised to monitor the insulin pump and call back if further assistance is needed. Also, the sens...